Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while fixating the mesh in an open hernia repair, no tacks were able to be fired normally from the device. Tacks would stuck on the mesh, making it difficult to apply tacks and risking to tear the mesh. There was no patient injury.